Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variablity in the sensor values, as a proactive troubleshooting measure, customer care recommended a sensor-relink to clear the calibration history and correct any potential calibration misalignment. Post re-link, the user was advised to continue using the system and to enter calibrations when glucose trends were not changing rapidly. As per the data management system (dms) review, the system remained in active use with up-to-date information.